Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: the pump's black box data from the date of the alleged event had been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. The battery cap was unable to fully tighten to the pump, but was able to maintain power. The battery compartment was cracked. The pump's current draws were within specifications. The audio bolus button cover was damaged, but the button was still responsive.